Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that during the index procedure a type ia endoleak was noted. Snorkel technique was performed for both kidneys by using two non-medtronic devices one 28.5-33 and one 32-45mm. As per the physician, the cause of the event is anatomy with 90 degrees of tortuosity from 4mm just below the kidney. Endurant was not applicable originally since the neck was only about 3mm. No additional clinical sequelae were reported and the patient is fine.